Event description:
It was reported that the device had reached eri (elective replacement indicator) early due to left ventricular output which was high since implant. It was also reported that the atrial lead had elevated thresholds. The device was removed and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion and the device met expected longevity.